Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-26. The patient reported that she stopped using the therapy because she didn¿t think it was helping her but she was in a car accident and the car accident caused problems to her thoracic spine and her healthcare provider (hcp) wanted her to use the therapy. The patient reported that since she hadn¿t used the therapy she couldn¿t remember how to use therapy. The patient reported her hcp wanted her therapy working again by her next appointment on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740 lot# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) reporting that the patient was having an MRI done that was unrelated to their device/therapy. It was reported that they could not put the device into MRI mode as the patient did not have the remote and they told the hcp that the implant was inactive and needed new batteries. It was reported that the programmer needed new batteries as well. It was indicated that the patient was not the best historian due to their unrelated altered mental state. It was reported that the event occurred ¿over seven months ago¿. Technical services reviewed and indicated that the patient could have a head scan. Options for a full body scan were reviewed as well. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of needing to put new batteries in the programmer was that the batteries were depleting too fast. The patient met with a manufacturer representative at the healthcare provider¿s office. The issue was resolved and the patient mentioned they know they can not have an MRI stimulated and couldn¿t have it removed due to scar tissue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a change in programming. The device battery was placed too far forward and the patient was feeling stimulation in their chest and front area instead of the spine and back area. The issue was corrected, but the patient found no relief. The patient stopped using the therapy as it was not effective. The issue has not been resolved. The patient stated that when they were first introduced to the product it was very successful in controlling the pain from sciatica. Even though they have had other attempts by a manufacturer's representative (rep) the patient has had no relief. The patient stated that they wanted to speak with someone that could help.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient was scheduled to have a spine MRI unrelated to the device or therapy but the patient stated that she was only cleared to have a head MRI. The MRI facility wanted to know the model number of the patient's ins which was reviewed to be 97714. The patient reported that about 3 months ago their therapy was not helping with pain relief in their back so they stopped using the device. The patient stated that she stopped charging the device as well. The symptoms were reported to be sudden. The patient noted that she is full of arthritis and scoliosis. The patient was implanted for non-malignant pain. Additional information noted that due to change in device programming they started getting stimulation in their chest area instead of their spine. They took 5 shots of medication to help relief their pain but the lack of pain relief was not resolved. The patient provided conflicting information stating that they stopped using their device for 6 months and that they had not contacted the manufacturer or a representative about the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated that the patient claims she had the ins removed, but the "battery" was left implanted and noted that patient said she "has a loose battery floating around in her body." The caller was not able to provide any additional information regarding when the explant took place or why. No symptoms or device/therapy allegations were reported.